Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracks at the back of the pump and pump error 63. The customer reported blood glucose value of 165 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7020la, unomedical, mmt-332a, mmt-1880. Troubleshooting was performed and customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No further patient complications were reported. No product return is required for mmt-7020la. No product return is required for unomedical. No product return is required for mmt-332a. The customer will discontinue to use the device and mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement and self test. No pump error 63 anomalies during testing. Thus software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm (variable 15) file number: 2017, line number: 147 hw (possible hw) on 08/02/2024 07:19:57 in the file history files. Pump 63 error due to hardware error. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, label damage. In conclusion, no pump error 63 alarm during testing. However, pump error 63 alarms in history on event date due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.